Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
Customer didn't send device for evaluation.

Event description:
It was reported to philips that the heartstart xl defibrillator had interference on signal. There was no pt involvement.